Manufacturer narrative:
(B)(4). Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors which included chf nyha class iii, cad, (B)(6), and htn. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of three (3) years and 10 months due to heavy calcification and restricted leaflet motion leading to severe aortic stenosis and trace aortic regurgitation. The tavr procedure was performed with a 23mm edwards transcatheter valve. Post valve deployment, angiography and echocardiography confirmed the valve to be well-positioned and was functioning well. There was no perivalvular leak. The patient tolerated the procedure well and was transferred to angio-recovery in hemodynamically stable condition. The patient was discharged home on pod #1 in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.